Manufacturer narrative:
Returned for evaluation was a fractured piece of a "j" tip guidewire. The device was forwarded to angiodynamics' supplier. The vendor confirmed that a piece of the core wire was protruding through the coil wraps. There are multiple bends in the returned sample. The bend damage appears consistent with attempting to advance the wire against resistance. The customer's reported complaint description of guidewire damage is confirmed. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. In addition, a review of the manufacturer's device history records was performed by the vendor. The reviews confirm that the lots met all material, assembly, and performance specifications. The vendor concluded that "the specimen device appears visually and dimensionally correct" aside from the damage noted per scar(B)(4) vendor response. Although a root cause could not be definitively determined, a possible contributing factor established by the manufacturer, could be due to handling and/or procedural factors. There are multiple bends in the returned sample. As stated by the vendor, the bend damage appears consistent with attempting to advance the wire against resistance. This complaint does not appear to be manufacturing related. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint #: (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2017: during an evlt procedure, the after advancing the guidewire, the physician encountered resistance. The guidewire was withdrawn, at which time it was noted the guidewire coating had unraveled. The device was set aside and a new of the same device was used to successfully complete the procedure. The disposable device has been returned to the manufacturer for a device evaluation. .